Event description:
It was reported that a pt underwent le forte colpocleisis, sling procedure, posterior repair, and cystoscopy on an unk date. On post-operative day one, 4cm bulge was noted over the left sling incision site that appeared to be a hematoma with overlying mild erythema of the skin. On post-operative day two, expansion of the erythema was noted. A cellulitis was suspected, and antibiotic coverage was initiated with levaquin and clindamycin. On postoperative day three, the erythema and hematoma improved, however, later that day the pt developed bilious vomiting with slight abdominal distention. Computed tomography scan showed a strangulated left inguinal hernia. An immediate exploratory laparotomy noted an inguinal hernia displaced medially with loops of small bowel in the hernia sac. Although the sling was found to be properly positioned, one loop of bowel was perforated by the sling mesh. A small bowel resection was performed and the mesh trimmed below the resection on the involved side. At her two month post-operative visit, the pt was asymptomatic, and denied stress or urge incontinence. Vaginal examination noted well-supported vaginal walls.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.